Manufacturer narrative:
A pt was transferring into their wheelchair when the patient's hand became entrapped in the seat rail. Info indicates the chair was not fully opened with the frame rails seated before the user sat down onto the seating surface. The user guide states the following warning: keep hands and fingers clear of moving parts to avoid injury. Do not place hand or fingers on the underside of the seat frame when opening or closing the wheelchair. Do not sit or transfer into the wheelchair unless it is fully open and the seat frame rails are fully seated into the side frame h-blocks. Chair has been in service for 5 years with no prior reported incidents. Info provided that the facility was able to fully open the chair. Info suggests that proper opening technique as described was not followed prior to use.

Event description:
The consumer placed his hands on the seat of the chair as he was backing up to sit down. When he sat down, his right finger was wrapped under the edge of the seat and allegedly got caught under the seat rail with his full weight on the seat, causing his right pinky finger to be nearly amputated.